Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd saf-t-intima¿ IV catheter safety system leaked during use. The patient was given a health check after the incident.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this occurrence. A review of the device history records revealed no irregularities during the manufacture of reported lot number 6090572. During assembly of this product we only place the clamp slide on the pvc tubing, never closing the clamp. This reported defect is not common in our process. Conclusions: bd was unable to determine the root cause of the issue since no sample or photo was returned for evaluation. Neither reported defect could be confirmed or associated to the manufacturing process. No CAPA was opened since this issue could not be confirmed as manufacturing related.